Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had infection at the ipg site. Symptoms were redness and drainage. Infection was believed to be procedure related and not device related. The patient was prescribed antibiotics. The patient was reportedly doing well.